Event description:
The reporter contacted animas on (B)(6) 2012 alleging that there is no power to the pump, the patient reportedly has attempted to restart the pump with several batteries. This report is being made based on the allegation that there is no power to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there were no alarms related to the complaint in the pump alarm history. There was no damage found to the battery cap or battery compartment. The battery cap was found to meet specifications. The returned battery cap was able to securely tighten to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with returned battery cap with no loss of power issues. A battery cap functional test was performed and no battery cap connection defects were found. The pump was booted to the verified screen with the appropriate audible and vibratory alarms. There was no evidence of moisture or damage found to the battery flex or power circuit. The reported power issue with the pump was unable to be duplicated during investigation. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.